Event description:
It was reported that while using a 22 gauge x 1 inch bd insyte autoguard shielded IV catheter, the insertion site appeared infiltrated with no blood return. The nurse attempted to remove the IV catheter and felt resistance. Upon removal of the catheter, the tip was not intact and a small portion remained in the pt's skin. Surgery was required to remove the retained catheter from the pt.

Manufacturer narrative:
A sample is not available for eval. The device history records will be reviewed and upon completion of the investigation, a supplemental report will be fired. (B)(4).